Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sick on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer was using the insulin pump within 48 hours of high blood glucose event was reported. The customer was treated with drip in the hospital for high blood glucose level. The customer stated that the cannula was bent. The insulin pump will not be returned for analysis.